Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis q ceiling system. It was reported that the overlay of the angio and CT systems showed an offset of 6 cm. Additional information was provided that during a patient procedure a marking for needle guidance showed a difference of 6 cm, resulting in mistakenly stabbing the patient's stomach wall, causing bleeding. Detailed clarifications of this event are currently ongoing.

Manufacturer narrative:
Additional information was received that the procedure was successfully completed without any further problems. The involved patient was not seriously injured by the operator¿s error. Despite all efforts, the conducted investigation did not reveal the cause of the observed problem. As a preventive measure, siemens local service performed calibration of the angio CT. The reported issue has not again been reported since the first occurrence. Since an overlay error (i.e. Position mismatch) between the live fluoroscopy and the overlaid image cannot be completely ruled out, e.g. Due to possible organ movements, the operating instructions contain adequate steps on how to work with overlays. The users are instructed to check whether the overlay is displayed in the correct position before starting the procedure. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.